Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital and was diagnosed with a skin infection identified as cellulitis. For treatment, the patient was prescribed cephalexin in the form of intravenous (IV) for 9 days and then she switched to 500 mg capsules of cephalexin, 3 times a day. The pod was worn between 1 and 4 hours on infusion site.